Manufacturer narrative:
In the initial, section b2 is other serious was left unchecked in error. Section b2 is other serious has been checked in this report. Manufacture reference no: pc-(B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)2020. The impedance was not abnormal and the cut off value was not reached. An additional concomitant product was provided. Therefore, the generator has been added to the "d11. Concomitant medical products and therapy dates" field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000678410.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation paroxysmal ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered left pulmonary vein stenosis requiring other. It was reported that the surgeon notified that a patient had a left pulmonary vein stenosis. An ablation was done on (B)(6) 2019 following a paroxysmal atrial fibrillation with the system carto 3. The event was discovered during the control consultation of the patient on (B)(6) 2020 and the surgeon the same day transmitted this information to a bwi representative. After the analysis of the procedure, it was discovered that the radiofrequency applications were done very close to the ostium of the left pulmonary vein, which may explain the stenosis. The correct functioning of the system was not disputed. The procedure was done over 5 months ago and the catheters were discarded. The patient had a control consultation on (B)(6)2020 and will be referred for further evaluation in paris. The repair of the carto 3 system was not requested because the system is not disputed by the hospital team. No work order will be created. In the opinion of the surgeon, the adverse event is not related to any bwi products but related to an ablation strategy error of the surgeon.

Manufacturer narrative:
Additional information was received on june 16, 2020 on the event. The physician¿s opinion was that the main cause of this pulmonary vein stenosis was due to a too much ostial pvi (with even some radio frequency (rf) applications inside the veins). Also, some rf applications should have been avoided in view of the high impedance. The condition required surgical intervention, performed on (B)(6) 2020, in the (B)(6) hospital ((B)(6), france). They successfully dilated and stented both left pulmonary veins. The patient¿s condition clearly improved. She was nearly asymptomatic now. Concerning her initial heart failure, the left pulmonary oedema had completely regressed, but at the cost of a more restrictive long-term follow-up to avoid specific complications of that kind of procedure (e.g. Restenosis, stroke). There was no extended hospitalization after the pvi procedure as we explained before. But it was a new hospitalization (in (B)(6) hospital), for the procedure of dilatation/stent, we described above. The high impedance was assessed for MDR reportability. Since there was no indication that the impedance cut was exceeded, the high impedance issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. Since the patient had to be re-admitted for the dilatation/stent, this event will be coded for the hospitalization. Therefore, ¿b2. Is hospitalization initial/prolonged¿ has been checked. Per the required surgical intervention, ¿b 2. Is required intervention¿ has been checked. In addition, h6: patient code of ¿no code available¿ represents ¿surgical intervention." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).